Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing premature ventricular contractions (pvcs). The patient was playing soccer at the time. A review of the episode found the patient was in a sinus tachycardia at a rate of about 190-200 bpm with frequent pvcs that were very large, wide, and with a pronounced t-wave. This resulted in double counting. There was no way to program around the sensing of the pvcs, but technical services recommended increasing the rate cut offs for both zones and medically manage the patient's fast rate. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.